Event description:
The external pulse generator was returned as a loaner restock and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the display wires were pinched, that the white wire was pinched under the encoder. It was further noted that the encoder nuts were not torqued to specification and they were therefore re-torqued to specification. All found defective parts were replaced. (B)(4).